Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the compact air drive device had a ¿sticky trigger¿ and would run even after the trigger had been released. The report further indicated that the device felt like there was not enough power "when reaming". There was a ten minute delay to the planned surgical procedure. A spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The device failed the torque test. Therefore, the reported conditions were confirmed. The assignable root cause was determined to be due to mechanical components damaged from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.